Manufacturer narrative:
(B)(4). A visual examination of the returned capio slim device revealed that the cage is damaged. The carrier was actuated three times and it extended without any problem. Also, it was actuated (deployed) with the suture and the needle entered in the slot, however the carrier remained stuck in the cage and due to this condition it does not retract. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during an anterior repair procedure on (b)64) 2016. According to the complainant, during the procedure, the capio needle carrier was bent and so the capio cage was unable to catch the needle. The procedure was completed with another capio slim device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation result: the carrier is remained stuck in the cage and due to this condition it does not retract.